Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter's technical service center regarding the manual drain volume, which occurred on the homechoice pro (hcp) during use. The patient stated she wanted to review the therapy log because she did a manual drain on the hcp at the end of therapy and the drain volume equaled 4500ml. The technical service representative (tsr) reviewed the therapy log with the patient. The ultrafiltration for last night showed 1455ml. The patient has a fill volume of 2500ml per cycle. The tsr had the patient review the cycle by cycle uf. On cycle 4 of 5, she showed a positive uf of 1920ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr advised the patient to contact their registered nurse (rn). The patient did not report any alarms. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the rn on (B)(6) 2012, regarding the reported event. The rn stated she was aware that the patient had a large drain volume. The rn stated since then the patient has been continuing therapy successfully. The rn did mention that when they found out about this event they performed a wire manipulation on the patient's catheter just in case. No further information was available.

Manufacturer narrative:
(B)(4). Updated to (B)(6) 2012, the date the increased intra-peritoneal volume occurred. Additional manufacturer narrative: this complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain, one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.